Event description:
It was reported that a minor pulmonary vein stenosis of the left superior pulmonary vein was discovered. It was reported that the event was procedure related and required no medical intervention. Prognosis of the pt was reported to be satisfactory.